Event description:
Hill-rom received a report from the account stating the hi/lo would self-run down when the bed is plugged in. The bed was located in medsurg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested isolating each side rail and then isolating the bed control cable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the main control board and the issue was resolved. Based on this information, no further action is required.